Manufacturer narrative:
Biomerieux analyzed the data log files for the vitek ms instrument for the sample involved in this incident. The data log files showed symptoms of a non-optimal tuning of the instrument. The patient sample and customer procedure was also repeated. The customer obtained the organism sample from aloa media. The aloa media is not a validated and approved source media for samples being run on the vitek ms instrument. An internal study was performed to compare the media used by the customer (aloa media) and a validated reference media (cos media). Several strains were tested. The cos reference strains and the aloa strains returned from the customer. No misidentified result was obtained when using the cos media, however, 39% of results are misidentified when using the customer's aloa media. It was determined the customer issue is likely caused by the aloa media used which can sometimes give misidentifications. The customer should not use this media with vitek ms system.

Event description:
A customer reported to biomerieux that they were having issues in which l. Monos were being identified as l. Innocua and vice versa when using the vitek ms instrument. A slide, from one of their satellite sites was analysed at the (B)(4) location using vitek ms instrument, serial number (B)(4). It was stated that the slides are prepared by the satellite, organisms grown on aloa, as per their validated protocol. However, the customer was unsure of confidence values for the results.